Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture and the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.